Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is misuse/misunderstanding of the device's functionality.

Event description:
On 11/13/2025, it was reported by a facility representative via (B)(6) that an ar-6480 arthroscopy pump had excess flow. This was discovered during a procedure with no patient harm. The case was completed with another pump. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.